Event description:
It was reported that during central processing, the plastic under tool tip was burnt on a maryland bipolar forceps. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the instrument already had the damage when it arrived to central processing. No patient information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Visual inspection was conducted and found thermal damage located at the top of the yaw pulley by the base of the grip. No conductor wire damage found and the electrical continuity test passed. This failure is typically associated with mishandling/misuse.